Event description:
Philips received a complaint by the customer on the v60, indicating that there was intermittent alarm. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an intermittent alarm. The unit was sent to bench repair for evaluation. Bench repair is currently pending.

Manufacturer narrative:
H10: it was determined at bench repair that a replacement of the central processing unit (cpu) printed circuit board assembly (pcba) was required to resolve the issue. Bench repair replaced the cpu pcba and confirmed the reported issue was resolved. The bench repair replaced cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.